Event description:
This is a report of a patient who experienced a breach in aseptic technique and acquired peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with reflin and tobramycin (doses, frequencies and routes not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon analysis of the available information it was determined that the cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.